Manufacturer narrative:
Concomitant medical products: product ID 977c265 serial#(B)(6). Implanted: 2020 explanted: (B)(6) 2020 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a trial patient with an external neurostimulator (ens). The rep reported that the patient underwent a buried lead trial on (B)(6) 2020 with a paddle lead. The patient had a good trial and came in on the day of the report for stage 2 implant of the implantable neurostimulator (ins). Upon removal of the bandages to prep for surgery, copious draining was noted on the bandages and the spinal incision appeared to have been dehisced. The rep reported that the surgeon chose to remove the paddle without implantation of the ins as he was concerned about infection. The rep noted that no infection was confirmed and the patient had no other symptoms that would have hinted anything was wrong or infected. The rep reported that the wound was red and open and deemed not safe for continuing with sterile procedure to implant the ins. The surgeon¿s plan was to let the patient heal and confirm no infection and re-implant the full system in approximately 2 weeks. The issue was resolved. No further complications were reported.